Event description:
The patient reported hearing a "hum" from the device shortly after implant. Follow up was conducted but was unable to determine the cause of the "hum". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.